Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The unit was displaying ¿xdcr flt¿ upon initial power up of the ventilator during bench testing. A review of the event trace also reveals several ¿ln vent1¿ and ¿sync er1¿ conditions that could not be reproduced during bench testing. Carefusion replaced the solenoid mount assembly to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was getting xdcr faults. It is unknown at this time whether there was any patient involvement associated with this complaint.